Manufacturer narrative:
Analysis of the lead found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the lead was deployed in the patient for stimulation of the right subthalamic nucleus (stn). Impedances were run at implant, prior to activating for therapeutic effect, and contact 0 was indicated as being high with every other contact on the array. The impedances were run at 0.7, 1.5, and 3.0 and still showed high at contact 0. It was marked that the lead was broken. The lead was thus removed and replaced. The impedances were all within range after replacing the lead. The issue was resolved and the patient recovered without sequela. The patient&#38112;indications for use were unknown.